Event description:
Account experiencing getting zero or very low results, which are higher when repeated, for approximately 1 month. Only the following three pt examples were provided. Patient #1, in 2008 initial ckmb gave 0.0 ng/ml; repeat gave 6.9 ng/ml. Initial results were reported. Patients not adversely effected. The field service representative determined the cause of the discrepant results was due to sample tube alignment, and checked and adjusted sr probe, lld on sr and sipper probes, mixer adjustment and springs in sample racks. Performance tests were performed and within specification.

Event description:
Account experiencing getting zero or very low results, which are higher when repeated, for approximately 1 month. Only the following three pt examples were provided: patient #2, in 2008 initial ckmb gave < 0.1 ng/ml; repeat gave 5.9 ng/ml. Initial results were reported. Patients not adversely effected. The field service representative determined the cause of the discrepant results was due to sample tube alignment, and checked and adjusted sr probe, lld on sr and sipper probes, mixer adjustment and springs in sample racks. Performance tests were performed and within specification.

Event description:
Account experiencing getting zero or very low results, which are higher when repeated, for approximately 1 month. Only the following three patient examples were provided: patient #3, in 2008 initial ckmb gave 2.9 ng/ml; repeat gave 156.6 ng/ml. Initial results were reported. Patients not adversely effected. The field service representative determined the cause of the discrepant results was due to sample tube alignment, and checked and adjusted sr probe, lld on sr and sipper probes, mixer adjustment and springs in sample racks. Performance tests were performed and within specification.